Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported iipv issue was confirmed, based on the customer report. The assignable cause was determined to be false empty detect and use error with the initial drain alarm setting inappropriately programmed. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding requesting assistance to drain because they felt too full, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The home patient (hp) was in the hospital on pain medication and thought the registered nurse (rn) said they were done with therapy, but they had just started the nightly therapy. The hp closed the set off causing the hc to not drain them. The machine went into fill 1, which placed another 2500 ml in the hp. At the time of call, the hc was in dwell 1 of 4. The hp stated they felt too full and it was hard to sit up. The technical service representative (tsr) had the hp press stop and bypass to drain 1 of 4. The hp drained off 4915 ml. At fill 2, they pressed stop and performed a manual drain. The patient drained another 43 ml, causing the total drain volume to be equal to 4958 ml. Therefore, this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp was empty and then felt better. They elected to return to fill 2 and resume therapy. The tsr had the registered nurse (rn) at the hospital write down drain volume to report to the hp's peritoneal dialysis registered nurse (pdrn). The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), with the total volume set to 12500 ml, the total time set to nine hours, the fill volume set to 2500 ml, the last fill volume set to 2500 ml, dextrose set to different, weight units set to kilograms, the patient's weight set to (B)(6), the number of cycles set to four, the initial drain alarm set to 0 ml, the comfort control set to yes, the last manual drain set to yes, the target ultrafiltration set to 0 ml, and alarm set to no. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's call on (B)(4) 2012. The nurse had not been made aware of the overfill event. Product surveillance informed the nurse that the patient had the transfer set closed, possibly causing the overfill to occur. The nurse stated that the patient had been in the hospital for heart surgery, which she stated was not related to the patient's peritoneal dialysis (pd) therapy. She stated that the patient has not reported any large drain volumes to her or any other issues. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.